Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2009. The lens was explanted on (B)(6) 2012 due to elevated iop and glaucoma was suspected. The icl was not exchanged for another lens.

Event description:
Additional information received - after the icl was explanted, the iop came back to normal and the surgeon concluded the event was due to hypertension and not glaucoma.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - late high iop may be due to chronic narrowed angles. This may occur if the patient has anatomical predisposition due to narrow angles and/or secondary to the icl implantation. The icl vaulting was appropriate though. After an icl is implanted, both the ac and angles will get reduced. Preoperative planning involves the assessment of ac and angles to determine whether an icl can be implanted. There is not enough clinical data to determine the exact cause of this event, however we cannot rule out the presence of the icl as a contributing factor. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).